Manufacturer narrative:
Item returned for evaluation was actually model #33400 outer tube, not model #33300 outer tube as was originally reported. Our evaluation confirmed that the locking bayonet was detached from the inner lumen of the outer tube. The most likely cause for this kind of damage is customer handling or wear and tear. The instrument originally shipped to customer on 12/20/2016.

Manufacturer narrative:
The device has not been returned.

Event description:
Allegedly, during a robotic lower anterior resection with splenic flexure mobilization procedure, a metal piece from the instrument outer tube fell into the patient. The piece was retrieved and there was no harm to patient.